Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air-in-line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. Evaluation found continuity on the tail pins (38, 37, 36 and 35) of the upstream sensor causing the reported symptom. The failed upstream sensor was replaced.